Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to blank display. Pump received with missing end cap sticker and detached end cap.

Event description:
The customer reported via phone call that the device fell due to the belt clip breaking, causing the bottom of the device falling off. Report does not state whether the reservoir is able to lock into place or not. The customer¿s blood glucose level at the time of the incident is 85 mg/dl. No further details or information available. The device will be returned for analysis.